Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No issues were seen with the device that would indicate the needle deploying early. The device data showed the device operated correctly, running 45 first prime pulses and was deactivated at 55 pulses. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.

Event description:
It was reported that the needle deployed early and the cannula was bent. Pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.